Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. As per part investigation, it was determined that there was thermal damage observed on the pcba pmc pyxis mini fw1 12. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of drawer failure was confirmed during fse testing and subsequently confirmed in the dchu testing process. According to work order #(B)(4), the fse tested in application, opened the back panel and inspected it. The fse found bad controller cards and replaced the controller cards for half-height drawers 7, 8, 9, and 10. The fse called a software specialist, reconfigured the drawers, and successfully tested them. During dchu visual inspection it was confirmed that: p/n 151730-21: s/n (B)(6): had no physical damage, loose components, fluid ingress or missing components. S/n (B)(6) had thermal damage in component u501. Dchu laboratory inspection confirms that: p/n 151730-21: (B)(6): received was evaluated on a esd surface using the calibrated digital multimeter and it had a short diode (d501). S/n (B)(6): the testing from dchu was not necessarily due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure issue was identified as a malfunction of both pcba pmc pyxis mini fw1-12, for the first pmc (s/n 5261933803) due to a short component d501. In the case for the second pmc (s/n (B)(6)) due to the thermal damage on the component u501 resulting from an electrical failure.